Event description:
Reference number (B)(6) event occurred in south africa it was reported that, the patient caught an infection due to cannula on (B)(6) 2024. The infection required medical treatment with antibiotics. The set led to infection after being in use for sometimes less than 6 hours and sometimes after 1 day of use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR - device 5 of 5 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.